Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that: "the customer claims that the device did not ventilate the patient for 19 minutes. The device rebooted during this time and no alarms were generated."